Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring from 135-147 ohms when configured in the triad configuration. Technical services recommended to consider a 41j commanded shock and may need to address during the device replacement procedure. At this time, the device was explanted and replaced, and the rv lead remains in service. No adverse patient effects were reported. Additional information was received which reported there was a gradual rise in shock lead impedances and is most likely due to calcification. Technical services recommended lead replacement. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring from 135-147 ohms when configured in the triad configuration. Technical services recommended to consider a 41j commanded shock and may need to address during the device replacement procedure. At this time, the device was explanted and replaced and the rv lead remains in service. No adverse patient effects were reported.